Event description:
It was reported the patient had been seen three months earlier and the device battery voltage measured 2.72v and the remaining longevity estimated to be three years. It was also reported the patient had been programmed to vvi 30 bpm. Current device data showed the battery voltage was 2.63v and the device programmed to vvi 70 bpm at 7.5v @1.5ms and that it had been unipolar all the time. The reported current settings fit those of device emergency settings, yet the family denies that the patient had been seen by a clinic or in a hospital. The device remains in use at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.